Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported that the insulin pump alarmed compromised force sensor system while changing the battery. The insulin pump was bumped and the drive support cap was sticking. The customer was advised to stay on backup plan. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, occlusion, prime, no delivery or self tests due to the alarm. The pump passed the displacement and currents tests. The pump had minor scratches on the display window.